Manufacturer narrative:
The revision reported in (B)(4) may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided. H7: z-2112 thru 2133-2021.

Event description:
As reported, approximately 9.51 years post right side tka, this patient underwent revision due polyethylene wear. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H7: z-0021-2022.